Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) atrial channel output is lower than what was being displayed. The epg passed incoming functional testing. It was indicated that the epg had several errors and the main printed circuit board (pcb) was out of specification. It was also indicated that the main pcb was damaged, the case was damaged, and a display wire was pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial channel output is lower than what was being displayed. The epg was returned for service. There was no patient involvement.